Event description:
It was reported to target that during a carotid occlusion procedure the balloon was positioned in the distal mca branch. Upon inflation the balloon ruptured or deflated. This event was of no consequence to the pt's health.